Manufacturer narrative:
(B)(4). The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date a response has not been provided. Should additional information be obtained, a supplemental report will be submitted. 1. Please provide more details for "compromising the tissue"? 2. Were any staples delivered into the tissue at all? 3. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? 4. Was the staple line interrupted; staples not present/visible on any portion of the staple line? 5. Did the device cut? 6. If yes, was the cut line complete? 7. If yes, was there any issue with the cut line. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during surgery, when the trigger is activated the stapler is activated and the pushers of the reload do not come out, and do not form the staple line, this after waiting the 15 seconds of precompression, so it is decided to pass another recharge and the same thing happens. It is decided to change the device and pass another stapler same reference, which at the time of stapling the motor slows down a lot during the whole time that the trigger is activated and no staple line is formed, a fourth recharge is mounted at the time of removing the cavity stapler is evident that the anvil is not closing completely, dr. Decides not to pass a third stapler to the table, delaying the procedure compromising the tissue that failed to staple but if short, generating that dr. Resorted to clipping technique. Resorted to manual clipping technique, consuming more surgical time. Procedure was delayed for 40 minutes. Procedure was completed successfully with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 10/14/2024. Corrected data d6.

Manufacturer narrative:
(B)(4). Date sent 10/23/2024. D4 batch #838c35. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The device opened and closed without any difficulties noted. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. However, the staples were partially formed. In addition, the cut was noted to be jagged due to a damaged knife. After further evaluation, the analysis showed the knife wings were broken off. Additionally, the knife wings was not returned for analysis. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 838c35, and no non-conformances were identified.